Manufacturer narrative:
(B)(4) date sent: 8/3/2016. Batch # unk (B)(4). Additional information was requested and the following was obtained: the sales rep was contacted by a resident during the procedure on (B)(6) 2016, requesting assistance with the instructions for use of the device. After the sales rep assisted the resident, the resident indicated everything was fine. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where in the green range was the device fired? What is the experience of the healthcare provider/surgeon who fired the device? Were the washers inspected? If so, please describe. Were the donuts inspected? If so, please describe. Was there audible and tactile feedback from firing the device? Please describe the shape of the staples what were deployed. What is the current patient status?

Event description:
It was reported that the doctor was performing an open reverse colostomy, fired the stapler, went to remove the stapler and noticed 75% of the staple line of the anastomosis was incomplete. Since the location of the colon was so low in the body, the doctor decided to give the patient a second colostomy, instead of the using another stapler. The leak test on the new colostomy was successful. The stapler was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: where in the green range was the device fired?- middle of green what is the experience of the healthcare provider/surgeon who fired the device?- in practice for 1 year. Were the washers inspected? If so, please describe. Washers were not inspected. Were the donuts inspected? If so, please describe. Donuts were inspected and looked fine and intact. Was there audible and tactile feedback from firing the device?- just the normal crunch sound when handle was squeezed. Please describe the shape of the staples what were deployed.- staples looked good, but the posterior side of the anastomosis was open. What is the current patient status?- patient went to see colorectal surgeon at uva for colostomy reversal.